Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the catheter array exhibited spline inversion, and the flush port had detached from the catheter handle. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used. Upon first deployment of the catheter array in the left atrium (la) inverted splines were observed. The catheter was pulled back into the sheath and spun around to troubleshoot the issue, but it was then noticed that the flush port had snapped off from the catheter handle and no saline was running through the device. The catheter was removed from the patient and replaced immediately. The procedure was completed with the replacement device. Use of the replacement catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The device is not expected to be returned for analysis.